Event description:
It was reported that the autopulse platform displayed user advisory (ua) 16 (timeout moving to take-up position) and ua 45 (not at "home" position after power-on/restart) messages. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was not returned to zoll for investigation. However, the device was evaluated by the distributor on 04/10/2015. Investigation results as follows: visual inspection of the platform was performed and found no visible or physical damages to the platform. The customer's reported complaint of the platform displaying user advisory (ua) 16 (timeout moving to take-up position) and ua 45 (not at "home" position after power-on/restart) messages was duplicated during functional testing. Further investigation determined that the brake was locked, which caused the ua 16 message. Investigation also determined that the encoder was not set to the "home" position, which caused the ua 45 message. The brake was unlocked and readjusted to address the ua 16 message and the encoder was reset to the "home" position to address the ua 45 message. Functional testing was then continued without any issues. Based on the investigation, no parts were identified for replacement. In summary, the reported complaint of the platform displaying ua 16 and ua 45 messages was confirmed during functional testing. Further investigation determined that the ua 16 message occurred because the brake was locked and the ua 45 message occurred because the encoder was not set to the "home" position. The brake was unlocked and readjusted to address the ua 16 message and the encoder was reset to the "home" position to address the ua 45 message. The platform then passed all final functional testing criteria.